Manufacturer narrative:
Eval, results: the complaint was confirmed; as received the extension was visually examined under the microscope and was observed to have broken wires in the strain relief. No functional testing was performed due to the broken wires in the extension header. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-04313. The pt received his scs system on (B)(6) 2011. It was reported the physician was moving the ipg pocket location due to discomfort (which required the addition of a new extension). It was reported the physician thought the ipg was too superficial and may have been irritating a nerve ending. During the procedure, when the new extension was plugged into the ipg, the torque wrench kept spinning the set screw. The physician replaced the ipg and the extension; both appeared damaged.